Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis confirmed cuttings in the insulation. This damage of the insulation occurred most likely during the surgery. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, increased thresholds along with loss of capture were noted. A lead perforation was suspected as the root cause of the issue. During a lead revision, the physician elected to explant the entire system in order to do a pericardial window. No adverse pt effects were reported.